Event description:
The complainant reported that a heavy bleed was observed between the 16fr sheath (sheath made by another company) and the blood vessel. The impella was removed to control the bleed. The patient remained supported via extracorporeal membrane oxygenation. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue since non-abiomed product was used which is not recommended per instructions for use. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-28125 as it is unknown if the initial reporter also sent the report to the food and drug administration.